Manufacturer narrative:
A patient's ipg had reached end of life was reported to abbott. It was determined that during the procedure the extension pulled out of the extension connection. The ipg and extension were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient's ipg had reached end of life. It is unknown if this occurred prematurely. During the procedure the extension pulled out of the extension connection. The ipg and extension were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.